Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is not turning on.

Event description:
It has been reported that the device is not turning on.